Event description:
It was reported that at follow-up, a decrease in sensing was observed. Physician to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.